Event description:
The customer reported a sample from a donor unit failed to react in the anti-d microtube using mts a/b/d monoclonal grouping card. The customer confirmed the donor unit was weak d positive. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. Ocd was unable to confirm customer complaint. Retain testing and batch record review were within release specifications.